Manufacturer narrative:
Conclusions: testing by the MFR is ongoing.

Event description:
It was reported that the pt's caregiver called the homecare dealer rep and stated the vent did not alarm and would not give pt a breath when he was placed on the vent. The homecare dealer rep examined the device in the home. The high pressure alarm was set on a 2 breath alarm delay. The caregiver was not aware of the 2 breath alarm delay setting. The homecare dealer rep removed the delay and tested the function of the audible alarm which was found to be fully functional. The next day the caregiver reported that the pt was in distress and was unable to get a breath from the ventilator. High pressure was flashing on the ventilator display with no audible alarm. The pt was placed on a backup ventilator. No reported harm to the pt.